Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/29/2016. It was reported that patient underwent transvaginal hysterectomy due to chronic pelvic pain and uterine fibroids on 04/10/2013 by dr. (B)(6).

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection,urinary problems, recurrence, bleeding and dyspareunia.